Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) would not maintain pressure once inserted into the body. The device was removed from the body and a pinhole in the balloon was observed to be the cause of the leak. Device was set aside, and closure was subsequently completed with another 6/7f mynx control. There was no reported patient injury. The mynx vcd was used in a peripheral angiogram. The procedure used a retrograde approach. The device was removed from the package properly as per instructions for use (IFU). The mynx vcd was stored and prepped according to the IFU. The deployer¿s was certified to use the mynx. A 7f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) would not maintain pressure once inserted into the body. The device was removed from the body and a pinhole in the balloon was observed to be the cause of the leak. The device was set aside, and closure was subsequently completed with another 6/7f mynx control. There was no reported patient injury. The mynx vcd was used in a peripheral angiogram. The procedure used a retrograde approach. The device was removed from the package properly as per instructions for use (IFU). The mynx vcd was stored and prepped according to the IFU. The deployer¿s was certified to use the mynx. A 7f non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in manufacturing position exposed to blood. The syringe was disconnected. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the returned device. A product history record (phr) review of lot f2120302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2120302 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.